Manufacturer narrative:
Patient information requested, but not provided. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that tacrolimus was infused when it leaked from the nitrol tubing from the vent. Customer confirmed no patient harm.